Manufacturer narrative:
No product has been returned for evaluation as no product malfunction has been alleged. Information was received that patient was released from hospital.

Event description:
Information was received that a patient went to the emergency department (ed) unrelated to a nuvasive product. Reportedly, a shunt malfunction was suspected. As per reporter, it was believed that the distraction sessions with the electronic remote controller (erc) may have contributed to the shunt malfunction as the patient did not undergo any MRI scans during a one year interval.